Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that smoke was coming from the device.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: returned loan had smoke coming out. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause: no problem found.

Event description:
It was reported that smoke was coming from the device